Event description:
This follow-up is being filed to give reference to associated medwatch numbers inadvertently left off the initial medwatch. Reference medwatch # 1221934-2013-00249 and 1221934-2013-00250.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. The mitek medical safety team has reviewed the MRI of the patient. There is a lack of bony integration around the anchors. Without additional information on quality of bone, surgical procedure, general health, and medications, a root cause cannot be discerned for the reported failure mode. No additional information was provided to mitek. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If depuy mitek receives any new information on the patient¿s condition sometime in the future, this complaint file will be re-opened at that time, and a follow-up report will be filed.

Event description:
Post op (8 to 12 month) osteolysis and bursitis subacromialis after reconstruction rotator cuff with healix 5,5 br with orthocord. Mitek complaint analyst interpretation - summary from affiliate emails: our affiliate in (B)(6) is reporting a patient was complaining of severe pain in their shoulder 8 to 12 months post-op, following a rotator cuff repair procedure sometime in (B)(6) 2012 using a mitek healix 5.5 mm br anchor. The sales rep in (B)(6) is reporting the re-fixation of the rotator cuff worked well. Mrt pictures taken of the patient's shoulder show subacromial bursitis and osteolysis on the humeral head. To date that is all the information the surgeon has provided to mitek. Additional complaint information was received from the surgeon by our (B)(6) affiliate on september 20, 2013, and forwarded over to mitek complaints on september 23, 2013. The surgeon had used 1 healix anchor and 1 competitor's swivelock anchor in a rotator cuff repair procedure on (B)(6) 2012. A revision surgery was done 11 months after the rcf repair, with removal of 4 loose bodies (parts of healix). Follow-up with the patient is in 1 month. The patient is a (B)(6) female whose weight and comorbidities are unknown.

Event description:
Our affiliate in (B)(6) is reporting a patient was complaining of severe pain in their shoulder 8 to 12 months post-op, following a rotator cuff repair procedure sometime in (B)(6) 2012, using a mitek healix 5.5 mm br anchor. The sales rep in (B)(6) is reporting the re-fixation of the rotator cuff worked well. Mrt pictures taken of the patient¿s shoulder show subacromial bursitis and osteolysis on the humeral head. To date that is all the information the surgeon has provided to mitek.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek. Depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Additional complaint information was received from the surgeon by our (B)(6) affiliate on september 20, 2013, and forwarded over to mitek complaints on september 23, 2013. The surgeon had used 1 healix anchor and 1 competitor¿s swivelock anchor in a rotator cuff repair procedure on (B)(6) 2012. A revision surgery was done 11 months after the rcf repair, with removal of 4 loose bodies (parts of healix). Follow-up with the patient is in 1 month. The patient is a (B)(6) female with an unknown weight and comorbidities.